Event description:
On (B) (6) 2009, the patient was implanted with a scs system. On (B) (6) 2010, the patient informed the sales representative that she was experiencing pain at the ipg site. On (B) (6) 2010, the doctor discovered that the patient had developed a neuroma, which is believed to have been the cause of the discomfort. The doctor injected the neuroma with steroids. No product was explanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.